Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 13 / 2.9.1 / ios_18.6.2.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.